Manufacturer narrative:
On 06 april 2016 it was prepared a final report with the information already submitted in the previous reports. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 19feb2016 and includes: surgery performed on (B)(6) 2016. They explanted the amistem h and changed for a quadra c size 0. The femoral head was finally removed and changed for a ceramic one. They didn't use x-rays so they are not available. Stem loosening was not confirmed at revision. The stem was perfectly fused in the bone. They even hesitated to remove it. So reason why the patient had pain appeared unclear for the surgeon. On (B)(4) 2016 (B)(4) provided the batch review of the ball head, not marketed in the USA. Here below is reported a brief summary of the conclusions: "the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect." Not available.

Manufacturer narrative:
Additional information received on 14 january 2016 and includes: the revision surgery is planned on (B)(6) 2016. Batch review performed on 05 february 2016. (B)(4).

Event description:
The patient suffers from pain and the amistem shows loosening. The surgeon will performed the revision on (B)(6) 2016. He will only change the stem.